Event description:
On 10aug2023, an online eye care professional (ecp) in china reported a patient (pt) was diagnosed (event date not provided)with conjunctivitis after wearing 1-day acuvue® moist® brand contact lenses (cls) in both eyes (ou). The pt experienced burning and tearing while wearing the cls and the ou "were not fine upon lens removal." On 10aug2023 the pt provided additional information. The pt could feel the lens and experienced eye tearing and burning in both eyes after few hours of wearing the cls since (B)(6) 2023. The pt's eyes were not fine upon removal and the pt sought medical attention the day before yesterday. The pt was diagnosed with conjunctivitis and prescribed recombinant bovine basic fibroblast growth factor eye-gel (one drop 3 times per day (tid) for up to 5 days) and levofloxacin eye drops (one drop 5 times per day) to relieve the symptoms. The pt stated the eyes were much better now. On 13aug2023, the pt advised there are no follow-up visits scheduled with the ecp. On 15aug2023, translation of the pt's medical report was received. Hospital visit (B)(6) 2023 l pt complains of two weeks of burning sensation in both eyes with intermittent tearing. Examination: od: naked vision 0.04 , corrected vision 1.0; os: naked vision 0.03 , corrected vision 0.8. Iop: od: 17mmhg, os: 18mmhg, conjunctival congestion in both eyes, transparent cornea, fl (+), clear anterior chamber, transparent lens, and fundus (-) pt was diagnosed with bilateral keratitis and prescribed levofloxacin eye drops 5 times a day, recombinant bovine basic fibroblast growth factor eye-gel 3 times a day, and sodium chloride injection, 90mg st each time (for irrigation of conjunctiva sac). No additional medical information has been received. This report is for the pt's os event. The report for the pt's od event will be provided in a separate submission. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot number 6246400109 was produced under normal conditions. The suspect os cls was discarded. No additional evaluation can be conducted. If any further relevant information is received, a supplemental report will be filed.

Manufacturer narrative:
H3 other text : suspect lens was discarded.